Event description:
It was reported that on (B)(6) 2010, two promus stents (2.5x28 followed proximally by a 2.5x18) were implanted in the ramus artery. The patient was being treated for myocardial infarction and occlusion of a saphenous vein graft to the ramus that had been performed on (B)(6) 2010. On (B)(6) 2011, the patient experience myocardial infarction with no st elevation, depression or bundle branch block. Repeat percutaneous revascularization of the ramus artery was performed on (B)(6) 2011 due to in-stent restenosis. On (B)(6) 2011, the patient experienced myocardial infarction without st elevation, depression, or bundle branch block. No intervention was performed due to patient request. The patient will be medically managed. No additional information was provided.

Manufacturer narrative:
(B)(4). The additional promus stent indicated is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of myocardial infarction and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.